Event description:
Event description guidant received information that during a follow-up visit, this atrial lead displayed impedance measurements >2500 ohms. Noise was noted on the atrial channel and was reproduced with isometrics. A lead fracture was suspected.